Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was protruded and the customer was unsure how it happened. The blood glucose reading was 97mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit had cracked case at display window corners, battery tube threads, reservoir tube lip and scratched display window.